Event description:
The customer stated that his meter was reading lo. While troubleshooting, the customer performed normal control tests and received 2 results of lo. The normal control range is 88-121 mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.